Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a b30 error code (scope communication error) was not confirmed. The device evaluation found the following non-reportable findings: control unit had a scratch, grip had a scratch, switch 1 had a scratch, forceps elevator lever had a scratch, angulation lever had a scratch, right/left lever had a scratch, light guide connector had a scratch, light guide cover glass had a scratch, video connector case had a scratch, and video connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope had a b30 error code (scope communication error). The issue was found during preparation for use for an unspecified therapeutic procedure. Another similar device was used for the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "communication error b30" likely occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. Olympus will continue to monitor field performance for this device.